Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. It was reported by a sales rep that, during an open caesarean section (c-section), the product was opened and used, but the suture was broken easily during use, so another package was opened and used. It was a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 7/30/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: could you kindly provide the lot number, please? Unk. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name of person providing answers to follow-up questions: (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Several suture pieces and a winding former with a needle suture combination and two detached needles were received for analysis. The product code: vcpb840d is multi-strands and contains eight strands per packet. Upon visual inspection of the sutures received, the strands have begun with a degradation process caused by exposure to the environment. Addition, the foil was not returned for evaluation. Given the current condition of the returned samples, it is not possible to determine the potential cause of the reported event. The product code: vcpb840d contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional test cannot be performed. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.